Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a large cyst on the right side of the arm where the wires are located. There was no alleged device malfunction contributing to the irritation. The patient was admitted to the hospital where the cyst was removed. The patient reported the soreness is healing. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a large cyst on the right side of the arm where the wires are located. There was no alleged device malfunction contributing to the irritation. The patient was admitted to the hospital where the cyst was removed. The patient reported the soreness is healing.